Event description:
It was reported the type of surgery being performed and treatment site, ica aneurysm. The fred x distal wire was not visible under fluoroscopy and appeared absent. The case was successfully completed with coiling. Additional information confirmed that the distal wire was not visible under fluoroscopy but was observed outside the patient after the procedure. There was no reported harm to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.